Event description:
It was reported that post a stenting procedure thrombosis occurred. Access was obtained via the right femoral artery. The lesion being treated was located in the severely calcified, mildly tortuous proximal left anterior descending artery. The target lesion was predilated with a 3.0x20mm apex balloon catheter before implanting a 3.0x20mm promus element plus stent. The stent was postdilated with a 30x15mm nc quantum apex balloon catheter. The procedure was completed successfully and the patient was taken to recovery. The patient complained about chest pain and was returned to the cardiovascular cath lab. Access was obtained via the left femoral artery. The physician noted acute stent thrombosis in mid section of the 3.0x20mm promus element plus stent. The patient was diagnosed with hypercytemia, over production of red blood cells and prone to clotting. The physician advanced a 3.5 unspecified balloon catheter to the target lesion and inflated to the rated burst pressure. The lesion "did not look right" so the physician preformed intravascular ultrasound and noted that the vessel was 4.0mm, the physician then postdilated with a 4.0x12mm nc quantum apex balloon catheter and was satisfied with the results. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at the time of event: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).